Event description:
It was reported that during a coronary stenting treatment procedure stent damage occurred. The target lesion was unspecified. The 2.75 x 38mm taxus liberte mr stent delivery system was advanced but was unable to cross the lesion and stent damage was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was unspecified. The 2.75 x 38mm taxus liberte mr stent delivery system was advanced but was unable to cross the lesion and stent damage was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. Several rows of struts from the proximal end were bunched together. The stent was pushed distally with the distal end of the stent resting approximately 5mm proximal to the tip. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. Kinks were identified in the inner lumen. Several kinks were identified along the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).